Event description:
It was reported occlusion alarms occurred. There was no reported impact to her blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.